Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were driving and became incoherent and ended up driving in the wrong direction. It was indicated that the patient was pulled over by the police and when the police arrived at the car, the patient was unconscious. The police called for an ambulance and when they arrived, they checked the patient¿s blood sugar and the meter was reading 30mg/dl; while the cgm was displaying 109mg/dl. The paramedics administered the patient with intravenous (IV) therapy of dextrose. At the time of contact, the patient was recovered. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.